Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation). Patient identifiers were not collected or recorded. And therefore, are not available. Section d6a: implant date: not applicable. Elita femtosecond laser is not an implantable device. Section d6b: explant date: not applicable. Elita femtosecond laser is not an implantable device. Therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: other (81): the elita femtosecond laser was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, that two days after bilateral surgery. The patient experienced stickiness, requiring extended dissection time, during the procedure, but lenticule removal proceeded without issues. On postoperative day 1, the patient's eyes were clear with uncorrected visual acuity (ucva) at 1.0 in both eyes. Mild foreign body sensation led to the placement of contact lenses (cl) in both eyes. The patient reported, mild photophobia. Examination revealed, ucva at 1.0 in the right eye and 0.8 in the left eye. The right eye had mild inflammation near the entry incision and in the periphery, indicative of grade 1 diffuse lamellar keratitis (dlk). The left eye showed mild inflammation only near the entry incision, with localized grade 1 dlk. Treatment involves applying topical steroids every 30 minutes in both eyes, with plans to remove the contact lenses later in the evening. The physician is confident in the patient's positive outcome. No additional information was received.